Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - teslaspy red x led illumintaes. After resetting the ventilator device, the teslaspy red x led lights up again and again. - this abnormity was noticed before usage. - the alarm was observable both visually and through hearing. A lightning teslaspy red x led light means that the ventilator device is too close to the MRI device. - this malfunction was reproducible. Resetting the ventilator device didn't help. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: teslaspy red x led illumintaes. After resetting the ventilator device, the teslaspy red x led lights up again and again. This abnormity was noticed before usage. The alarm was observable both visually and through hearing. A lightning teslaspy red x led light means that the ventilator device is too close to the MRI device. This malfunction was reproducible. Resetting the ventilator device didn't help. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.